Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined rv coil and tip to coil pacing impedances and was over sensing noise. The lead was confirmed fractured and the detections were programmed off. The lead remains in use. No patient complications have been reported as a result of this event.